Event description:
It was reported that a one-link had burst when a nurse had power injected into it while preparing for a CT scan. There was patient involvement but no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.